Manufacturer narrative:
The device was received by the resmed technical service center in san diego, california and an evaluation was performed. The evaluation found a system fault 74 and the ac mains power source fault were due to a faulty main circuit board (pcb). The main circuit board (pcb) was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was unable to recognize the ac mains power source. There was no patient injury reported as a result of this incident.